Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 g /m. Related to: 2210968-2022-00160, and 2210968-2022-00162.

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2021 and suture was used. During the procedure, although no extra force was applied, three sutures detached from the needles in a row during interrupted suturing on the muscle layer. They were control release needles. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength - = 2360 ¿g /m. Related to: 2210968-2022-00160, and 2210968-2022-00162.

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2021 and suture was used. During the procedure, although no extra force was applied, three sutures detached from the needles in a row during interrupted suturing on the muscle layer. They were control release needles. There were no patient consequences reported. Additional information was requested.